Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not opening. A technical support specialist remoted into the cabinet and confirmed that the network adapter was already populated, and the network configuration was correct. Checked the event viewer and determined the issue was associated with product incident 55845. Closed and reopened the medbank application, after which the drawers were functional. The system functioned as intended after the technical support specialist troubleshot the issue.